Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received, but does not reflect the investigation. The reported failed transmitter failure is undetermined. No product was provided for evaluation a root cause could not be determined.